Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had disconnected from the pump. It was noted that the pt never had therapeutic effect. On (B)(6) 2011 a dye test was done since the pt did not get any relief, and the pt was scheduled for revision. Pt "never really got any relief; is very frustrated."